Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plumset where a leak of chemo was reported from the filter. It was reported that a total of 320ml of carboplatin 515mg was connected, and around 20 minutes later, 0.5ml of droplets were noted to have seeped out from the tubing set filter (at the time 78ml had been infused and 224ml remained). The tubing set was replaced and the approximate 20ml of chemotherapy drug remaining in the line was discarded. There was patient involvement no report of adverse event.